Event description:
Patient reported he has experienced a fever and infection on his abdomen while using 2 lots of infusion sets over the past month. He rotated his infusion sites but continued to experience the concern. His physician prescribed antibiotics and a cream to treat the infection. The infusion sets were requested for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The complaint describing a skin infection cannot be verified, the headset meets product specifications. Unomedical has performed an investigation in attempt to identify any malfunctions related to skin infection. A visual inspection and tests for needle were performed on the returned unused samples (10). All test results were within specifications. The reference samples were visually inspected and tested for needle. All test results were within specifications. Sterilization for lot 5011432 was verified and found within specifications.